Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2020, a patient at bed (B)(6) went into asystole at approximately 17:30; no alarm sounded, and the patient was not found until approximately 17:50. The patient involved had expired.

Manufacturer narrative:
H10: a philips product support engineer was able to review the logs provided by the field service engineer (fse). The piic audit logs show that at 17:32, an asystole alarm occurred; this alarm was then silenced at the pic ix overview (mhghovr11). A reminder alarm was also silenced, and then the alarm reminder reoccurred approximately every three minutes up to 17:50, where it was silenced again. The piic device debug log does not contain any information for bed label cdu-8 on (B)(6) 2020 between 15:00 to 19:00. The piic rfda log shows the loss of connection between the piic and mx40 at 18:34 on (B)(6) 2020, which may have been related to depleted batteries, or removal of batteries from the device.the rfda log data shows the mx40 comes back on-line at 20:49 on (B)(6) 2020. Note that the logical branch number (lbn) changed from 5 to 15. This indicates that the device was cleared from the sector (at 20:49) and then re-added (either to the original sector or to another sector). The action requires user action at the piic to perform. The mx40 pwm log shows the mx40 booting up at 19:48 on (B)(6) 2020 ¿ battery change. The mx40 pwm log shows the mx40 booting up at 20:48 on (B)(6) 2020 ¿ battery change. The fse performed testing on the pic ix and telemetry device, and no issues were found. The customer asked if the fse could return at another time to change the pic ix overview to "read only access" for cdu beds. There was no product malfunction. This is considered a user issue.the device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.